Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device on site and performed a self-test, which the device completed successfully. The device is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device functions within its specifications.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device is unable to discharge. There was no patient involvement.